Event description:
In 2008, a clinical incident involving a turbovac 90 with integrated cable arthrowand, system 2000 controller, and arthrocare foot control was reported to artrhocare corporation. The reported incident involved a knee arthroscopy procedure in which the patient sustained a first degree burn located at point of entry at the portal. The burn was treated with gauze and dry bandages. It was also reported the physician felt a shock from the footpedal and the wand became very hot during the procedure. In addition, it was reported the suction line of the arthrowand was not connected to hospital vacuum equipment.

Manufacturer narrative:
The device was returned for investigation. A follow up report will be provided after the investigation has been completed. Two devices, turbovac 90 with integrated cable arthrowand, system 2000 controller, and arthrocare foot control, were used in the same procedure. The system 2000 controller, will be filed under MDR 2951580-2008-00066 and the arthrocare foot control will be filed under MDR 2951580-2008-00070.